Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp - no physical damage) issue. There was no reported physical damage to the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 04/19/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2017 with the following findings: review of the black box showed no evidence of excessive battery usage. On investigation, the pump powered on using the returned, intact battery cap, which could fully tighten to the pump. There was no evidence of contamination inside battery compartment. Electrical current draws were evaluated and determined to be within specifications. There was no evidence of excessive pump temperature duplicated during the investigation. The pump was opened for investigation and did not reveal any evidence of moisture or loose components inside pump. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.